Event description:
On 2/19/91 an ipp device was implanted. On 7/15/92 and 4/20/94 the cylinders and pump were revised. On 7/31/96 the cylinders were removed from the pt and replaced due to the left cylinder being ruptured.